Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one stylet fragment was returned for evaluation. Blood and fluid residue were noted throughout the sample and several bends were noted along its length. One end appeared to be broken, possessing a smooth break surface. Based on these findings, the investigation is confirmed for the reported improper procedure of a cut/implanted stylet. Per the evaluation results, the sample possessed a smooth fracture surface characteristic of a cut. This is consistent with the reported event details, which state that the physician was not aware of the presence of the stylet in the catheter and it was discovered months later in the patient's upper inferior vena cava. This is warned against in the warnings section of the powerport IFU: "for implantable ports with groshong catheters, do not cut stylet. Withdraw stiffening stylet from catheter prior to cutting." As it was reported that the physician was not aware of the stylet prior to placement, the root cause has been determined to be use-related. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the physician placed the device and was not aware of an additional wire in the catheter. It was alleged that the wire was removed and the catheter cut to the appropriate length. However, months later, a CT exam was performed and the wire was in the upper inferior vena cava. The following day the wire was removed in interventional radiology. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician placed the device and was not aware of an additional wire in the catheter. It was alleged that the wire was removed and the catheter cut to the appropriate length. However, months later, a CT exam was performed and the wire was in the upper inferior vena cava. The following day the wire was removed in interventional radiology. There was no reported patient injury.